Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous pulmonary artery. A 5.0mmx20mmx135cm sterling balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon second inflation at 14 atmospheres for 30 seconds. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event.